Event description:
Hospital reported a total hip arthroplasty revision due to "recurrent hip dislocation with left hip inistability." No related device malfunction associated with the revision was reported.